Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported the basal rate profile of the infusion device changed by itself. This occurred in (B)(6) 2010 and on (B)(6) 2011. Pt experienced elevated blood glucose of 21.6 mmol/l (388.8 mg/dl), and normal blood glucose is 7 mmol/l (126 mg/dl). He felt sick and drove to his diabetes specialist, and he received an infusion. Pt tested positive for ketones, and blood glucose decreased to 18.9 mmol/l (340.2 mg/dl) at 3:00 pm. He checked the infusion device and noticed the basal rate profile changed by itself and the key lock was active. Infusion device was not exposed to electromagnetic fields or water. Infusion device was replaced and requested for eval. No add'l details were provided.